Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device running on its own without activation.

Event description:
The core micro drill was sent for eval because it was running on its own during testing. The event occurred during a routine maintenance testing. There was no pt involvement; no adverse event was associated with the device.